Event description:
A healthcare worker reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. The blood leak occurred 2 minutes into starting the hd treatment. The leak was visible observed. The blood leak was described as being an external leak that was seen leaking at the hansen port. There was patient blood loss, but the amount was not provided. There was no patient injury or medical intervention required as a result of this event. In a follow up, the healthcare provider indicated the machine was a 4008s clasica. Blood leak test strips were not used. There was no visible damage seen to the dialyzer. It is unknown if fresenius blood lines were used. The treatment was completed on another machine with new supplies. The device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the complaint device was not returned to the manufacturer for physical evaluation. The dialyzer was reported as being discarded at the facility. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached based on the information provided. A review of the production record was performed. The production record review showed there was one approved temporary deviation notice (dn) in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
A healthcare worker reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. The blood leak occurred 2 minutes into starting the hd treatment. The leak was visible observed. The blood leak was described as being an external leak that was seen leaking at the hansen port. There was patient blood loss, but the amount was not provided. There was no patient injury or medical intervention required as a result of this event. In a follow up, the healthcare provider indicated the machine was a 4008s clasica. Blood leak test strips were not used. There was no visible damage seen to the dialyzer. It is unknown if fresenius blood lines were used. The treatment was completed on another machine with new supplies. The device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction: a.2.

Event description:
A healthcare worker reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. The blood leak occurred 2 minutes into starting the hd treatment. The leak was visible observed. The blood leak was described as being an external leak that was seen leaking at the hansen port. There was patient blood loss, but the amount was not provided. There was no patient injury or medical intervention required as a result of this event. In a follow up, the healthcare provider indicated the machine was a 4008s clasica. Blood leak test strips were not used. There was no visible damage seen to the dialyzer. It is unknown if fresenius blood lines were used. The treatment was completed on another machine with new supplies. The device is not available to be returned to the manufacturer for evaluation.